Manufacturer narrative:
H10: the affected pump was returned to the manufacturer site for analysis. It was observed that the ruby ball present at the rotor tip was not properly situated in the ceramic cup component. The reported failure was recreated during investigation and was found to be a result of rotor snapdown, where the pump rotor component is no longer pushed into the ceramic cup pivot bearing and is instead sitting against the bottom of the lower housing. By tapping the pump on its top or bottom, the rotor could be switched between the proper ¿pushed up¿ and snapped down state. Pump startup was unsuccessful with the rotor snapped down, but was possible when the rotor tip was properly situated in the ceramic cup. A visual inspection of the internal pump components revealed a chipped edge on the ceramic cup, some slight scuffing on the rotor body, and a small interruption to the smooth surface of the lower housing sidewall, all damage which may have occurred when pump startup was attempted with the rotor snapped down, either by users in the field or during return investigation. The pump is designed with the ruby ball-ceramic cup interface as the only intended contact point, and magnets in the pump body interact with magnets in the rotor component to provide an upward force keeping the rotor tip in contact with the ceramic cup. If the magnets are mispositioned the upward force is not sufficient to keep the rotor in position the rotor can fall down in the lower housing. Rotor snapdown can occur when the interaction between the magnet components of the rotor body and lower housing do not generate sufficient upward force to keep the ruby ball rotor tip in contact with the ceramic cup to create the pivot bearing. During production of pumps, a check for rotor snapdown is foreseen. The DHR for the affected pump was reviewed and the pump passed the snapdown check in-process. It is unclear when the damage to the ceramic may have occurred. No further complaints have been received regarding this issue thus it is reasonable to assume that this is an isolated case. Livanova will keep monitoring and trending this type of event in order to evaluate further action if needed.

Event description:
See initial report.

Manufacturer narrative:
Patient identifier - ethnicity. There was no patient involvement. Cardiacassist inc. Manufactures the lifesparc system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that lifesparc pump was primed and shortly after the motor started to make a loud buzzing sound and the pump speed controller lights at the top started to flash and the red banner ¿pumped stopped¿ would not go away even after hitting the start button. The controller was switched out and the flashing lights persisted so a new pump was primed. There was no patient involvement.

Manufacturer narrative:
H.10: it cannot be ruled out that a magnets misalignment that occurred after the snapdown check in-process was exacerbated by the transportation of the pump. No further complaints have been received regarding this issue thus it is reasonable to assume that this is an isolated case.

Event description:
See initial report.